Event description:
A customer reported a blood leak in a ct190g dialyzer that was noted during the middle of treatment. A hemastix confirmed the blood leak. Treatment was continued after the leak was noted with new disposables. The estimated blood loss for the patient was approximately 104-106cc. There was no patient injury or medical intervention associated with this incident. The facility reuses dialyzers and uses the renatron with renalin reuse system. The reuse system is due for pm and calibration in october. The ro water source psi going into the reuse system is 10-13 for the ultrafiltration and 15 for the rinse station. The dialyzers are preprocessed, but do not pass a leak test upon preprocessing. The dialyzers are pre-rinsed before placing on the reuse device and the psi is 15 on this water source. The reuse number for the dialyzer involved in this incident is unknown.

Manufacturer narrative:
Additional information: this type of report will continue to be monitored through monthly trend analysis to establish the need for further investigation.